Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the tray was opened the adapter was in multiple pieces. Uncertain how it happened but they were able to work without it. No surgical delay.

Manufacturer narrative:
H10: this report was submitted in error. Depuy is not the manufacturer or supplier of this product. Please disregard this report.